Event description:
It was reported that the asymptomatic patient was seen for follow-up after receiving a vibratory alert. Device interrogation revealed eri. In (B)(6) 2013, the device reported a longevity of 7.2 years. Premature battery depletion was suspected. The patient was not pacemaker dependent. Device replacement will be scheduled.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that device was explanted and replaced.

Event description:
New information received states that the patient tolerated the explant procedure well. The device was replaced without complication.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.(B)(4).